Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube and missing the reservoir tube o-ring; unable to perform basic occlusion and occlusion test due to broken reservoir tube lips noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. However, the insulin pump passed the displacement, prime and excessive no delivery test noted. The insulin pump had normal operating currents and passed a21 error test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a broken reservoir compartment; the round part that holds the reservoir broke and the reservoirs do not screw in properly anymore. The patient's blood glucose two days ago at the time of incident was unknown; however, she woke up with a blood glucose of 500 mg/dl today. Troubleshooting was initiated and the customer was unable to confirm how the damage occurred. Troubleshooting was declined for the high blood glucose and the customer stated that she knew how to take care of it. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.